Event description:
While inspecting the ventilator during a preventive maintenance visit, the respironics service technician noted damage to the remote alarm jack on the rear of the unit. Upon testing, the service technician reported that when an alarm activated on the ventilator, the facility's remote alarm did not sound. The customer did not report the finding during any previous usage. There was no patient involvement and no patient harm reported. If the ventilator's remote alarm is not functional, when an audible alarm is activated on the ventilator the facility's remote alarm system may not sound. The respironics service technician replaced the main pcb board to correct the problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications. Factory failure analysis of the main board found the connector was broken and there were broken solder connections on the pins.